Manufacturer narrative:
See boston scientific reference number (B)(4) for the report corresponding to the first fiber.

Event description:
It was reported that the patient underwent transurethral ureteral nephroscopic laser lithotripsy. A reusable fiber was selected but fractured near the end of the procedure. A second fiber was used to complete the procedure but was noted to have fractured as well. Unspecified error messages were also reported from the console. It was found the console filter needed to be replaced. No patient complications were reported.

Event description:
It was reported that the patient underwent a transurethral laser lithotripsy procedure of the renal pelvis for kidney stones. During the second use, the laser fiber fractured. An error message occurred and there was an issue with the filter on the console. The procedure was completed with a new fiber. There were no patient complications.

Manufacturer narrative:
This report was determined to be duplicate to report number 2124215-2022-32536, boston scientific reference number 15490759. Any further updates will be filed under that reference.